Event description:
Customer reports a fiber leak two and one-half hrs into the treatment noted on reuse number 13 by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 300cc and treatment was continued with new disposables without incident. No pt injury or medical intervention reported.